Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tray was missing a component. The complainant did not clarify which component was missing.

Manufacturer narrative:
Received 1 opened bard touchless urethral catheter kit with the original unit packaging opened. During the visual inspection, it was noted that the lubricant, IFU and iodine were missing in the package. The three components were not returned with the sample. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "preparing for procedure: open kit and remove contents. Remove top of calibrated plastic bag as directed and open tube of lubricant. By squeezing rigid collar, open neck of bag to form round shape. Empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should by taken not to contaminate edges or inside of bag with fingers or tube.). Open package of povidone-iodine swabs as directed. Prep urethral meatus and the area surrounding the meatus with swabs. While squeezing rigid collar bring top chamber of bag over head of penis. Meatus should be pressed tight against rigid catheter guide." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tray was missing a component. The complainant did not clarify which component was missing.